Manufacturer narrative:
Report was initially submitted on (B)(4) 2015 but the FDA site was down. Advised by FDA on (B)(4) 2015 to resubmit medwatch. Date unknown; reported as about a year and half ago. Part of the device was left in the patient; device not considered explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: removal surgery of the implant, distal femoral plate and screws, took place. The index surgery to insert the reported plate and screws had been performed in about a year and half ago. It was reported that the surgeon was unable to unscrew the five (5) locking screws fixing the distal side of the plate. The screws were completely stuck and could not be moved. Another surgeon tried to unscrew them with an extra force, but two (2) of the screw heads got stripped. It was eventually decided to break the plate in half from the distal side and left the fixed piece in the patient. The surgery was completed with sixty (60) minutes surgical delay. This is report 1 of 2 for (B)(4).